Event description:
Info rec'd on 9/23/97 indicates of 68 pts who had an aus device implanted more than 10 yrs ago, 61 were followed with sufficient detail for analysis. The 61 pts experienced a total of 58 major complications and 49 have required at least one revision procedure. Currently eight (13%) pts are satisfactorily continent with their original aus in situ and 29 others have a satisfactory revised aus. Thus 37 of 61 (61%) are continent using an aus at least 10 yrs after first implantation. Eleven pts died and of these, two had a satisfactory original aus in situ and 7 had successful revisions. In two pts, the aus failed but they were considered unfit for revision. Four female pts were continent and used intermittent catheterization after the explantation of eroded aus cuffs. In 7 pts the aus was abandoned; two of these pts reverted to condom drainage and five had continent or incontinent urinary diversions fashioned.